Event description:
During a routine follow-up interrogation, a message was displayed stating, " unable to interrogate, quit this session and re-interrogate." This message was seen with 2 different orchestra programmers. Therefore, on january 2, 2007, the device was put into standby mode using engineering software; the device was interrogated with elaview 1.34 ug1 software successfully and re-initialized. Following the re-initialization, the device operated normally and remains implanted.

Manufacturer narrative:
It was reported that the patient had just completed radiation sessions for lung cancer. A response from the manufacturer is pending.